Manufacturer narrative:
This report is submitted january 2, 2020.

Manufacturer narrative:
This report is submitted on november 19, 2019.

Event description:
Per the clinic, the patient experienced ongoing pain at the implant site after a trauma to the head. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.